Event description:
A pt's meter would not turn on. This issue was not resolved with troubleshooting. They did not have any symptoms. Medical affairs specialist spoke with the pt and they stated that they were taken to the emergency room just to have their blood glucose checked because their meter would not turn on. Unknown what the ER meter reading was. They did not receive any treatment. No further info has been reported.